Event description:
It was reported that approximately one day post port device implant, the patient allegedly experienced pain, fever, redness, and bruising. It was further reported that the patient went to the emergency room where it was stated the port was infected. The patient status is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided for review. The investigation is inconclusive for the reported infection, as the photo review could not confirm such a patient condition. The photos appear to show a patient¿s neck/chest with some dressing/bandaging with some markings thereon. There appears to be a bump near the lower bandage/dressing and the skin around this dressing may be somewhat reddened with respect to surrounding skin. The complaint cannot be confirmed and therefore definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. No sterilization records can be reviewed as no lot number was reported. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
The lot number for the device was not provided, therefore, the device history records could not be reviewed. The device was not returned to the manufacturer for evaluation. The investigation is currently under way. (B)(4).

Event description:
It was reported that approximately one day post port device implant, the patient allegedly experienced pain, fever, redness, and bruising. It was further reported that the patient went to the emergency room where it was stated the port was infected. The patient status is unknown.